Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a typical atrial flutter procedure, there was a contact force issue resulting in a delay. Once the tactiflex was inserted into the patient, the device was visible on ensite and egms were present on claris; however, the contact force metrics appeared in purple with no information. The cable to the tactisys and amplifier were reconnected, but the issue remained. The tactisys unit was exchanged, but that did not resolve the issue either. Finally, the catheter was replaced, and the procedure was completed with no adverse consequences to the patient.